Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17740. It was reported that the patient presented in clinic for a follow-up complaints of dyspnea. Interrogation revealed that patient's pacemaker was in backup vvi mode. It was also revealed that the patient had an unspecified infection at the implant site. The patient's pacemaker and right ventricular lead were repositioned on (B)(6) 2021. The patient was stable.